Manufacturer narrative:
Section d6b: date of explant was incorrect in the prior report. Explant date is unknown. Main investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of suspected thrombus, as well as the patient¿s outcome, could not be conclusively established through this evaluation. Additionally, the reported pump thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate ii lvas, and the proper actions associated with them. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii lvas. Section 6 outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of recurrent thrombosis is covered under manufacture report numbers 2916596-2017-00572 and 2916596-2017-00578.

Event description:
It was reported that the patient passed away. The patient had recurrent pump thrombosis with transition to hospice.